Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. The sample arrived out of the pouch primed. Visual inspection confirmed that, the tubing had pulled out of the outlet port of the bifurcated y above the male luer. Therefore, the reported condition was confirmed. An assignable root cause was not determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance a 3 lead extension set in which a leak was observed . According to the report, the tubing fell apart at the juncture from the lead to the patient. The extension set was switched out and therapy continued as normal. Therefore, there were no reports of patient injury, medical intervention, or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.